Manufacturer narrative:
Device passed the displacement and self test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature work properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced low blood glucose. Her blood glucose was 54 mg/dl at the time of the incident. She also stated that her sensors do not work and that is the reason why her blood glucose is low. The customer declined troubleshooting for her low blood glucose. The pump is not being returned for analysis.